Event description:
It was reported there was an impedance issue. Electrodes 0 and 8 were greater than 10000 ohms. Reprogramming was performed. Upon interrogation of system, impedances were high on electrodes 0 and 8. The patient did not notice and change in therapy. Electrodes 0 and 8 are not used in effective programming. No action was taken. Patient was alive, without injury and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).